Event description:
The following has been reported by customer: main battery, rfid tag battery, & membrane replaced: (B)(6) 2024 verified correct hospital name & wifi configuration.updated pump software to version 2.2f, and verified wifi software was up to date.on the air calibration for this pump, kept getting error after error; disassembled pump to see if connection was loose, it was not, however it did seem like the connector cable for the air detector was scratched on the contacts. Replaced air detector with new cable and it worked fine.performed all calibrations & all pm tests successfully. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and the internal CAPA dealt with the issue of defective air sensors. Some problems have been corrected, but a new CAPA (opened in 2025) has been opened to investigate other possible causes of air sensor failure. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.